Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00973, 3006705815-2022-00975. It was reported that the patient was unable to enter MRI mode due to high impedances. As a result, the patient underwent surgical intervention during which the system was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.